Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results within 10 minutes on the advantage system (meter strip lot number 549616, expiration date 04/30/2008): 346 mg/dl, 321 mg/dl, and 137 mg/dl. The customer did not provide the location of the discrepant results. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.